Event description:
Customer reported that after use, scrub tech noticed that a "tooth" from the "pick up forcep" was missing. The forcep was used only to enter abdominal fascia. The instrument was not used in the abdominal cavity. An x-ray performed after the procedure was normal. There was no adverse outcome reported. It is doubtful that the product will be returned for eval, (a message was left for the customer. No response as of yet). A lot number has been provided, therefore, a review of the device history records will need to be performed.

Manufacturer narrative:
Codman has requested the device for eval. It is unlikely that the device will be sent in for codman to evaluate. A lot number has been provided, therefore, a review of the device history records will be performed. We anticipate that the device history records will reveal that the product conformed to all testing and mfg specifications prior to being released to stock. If anything otherwise is found, a follow up report will be filed. Trends will be monitored for this and or similar complaints. At the present time this complaint is considered closed.